Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was listed as bridge to transplant at initial time of implant. The patient was readmitted and successfully transplanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and review of the submitted computed tomography angiography (cta) image of the outflow graft were unable to conclusively confirm an outflow graft obstruction. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of acute progressive hf (heart failure) symptoms with dyspnea and hypervolemia could not be conclusively established through this evaluation. The patient underwent a heart transplant on (B)(6) 2022. Prior to transplant, the patient had experienced acute progressive heart failure symptoms with dyspnea and hypervolemia. It was reported that the patient had been elevated on the heart transplant list due to outflow graft obstruction confirmed via computed tomography angiography (cta). The cta reportedly confirmed approximately 75% outflow stenosis which caused suboptimal pump function. The submitted outflow graft cta confirmed a dark section beneath the outflow graft bend relief that could be indicative of an outflow graft obstruction; however, an obstruction could not be conclusively confirmed through the submitted image. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The modular cable and the remainder of the pump cable measuring approximately 14.0¿ were returned connected at the inline connector. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. The pump appeared to have been exposed to a fixative agent (e.g., formalin) prior to being returned to abbott for evaluation. The sealed outflow graft bend relief was returned partially disassembled/severed with the underlying sealed outflow graft partially severed longitudinally. Although the outflow graft and outflow graft bend relief areas of interest were returned, outflow graft obstruction was unable to be conclusively confirmed due to the condition of the returned graft and bend relief. Of note, examination of the lumen of the sealed outflow graft and graft attachment revealed no depositions. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Review of the downloaded log files was unable to confirm the report of "suboptimal pump function." (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 "introduction" lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 also cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the patient elevated on the transplant list secondary to a device or therapy related issue with status 2, pump dysfunction related to outflow graft obstruction. It was noted acute progressive heart failure (hf) symptoms with dyspnea and hypervolemia. Computed tomography angiography (cta) confirmed 75% outflow stenosis. Outflow stenosis only identified cause of suboptimal pump function.